Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The physician advanced a 32mmx4.50mm veriflex stent delivery system (sds) into an unknown guide catheter. The stent dislodged from the sds in the guide catheter and was removed without incident. The procedure was completed with another 32mmx4.50mm veriflex stent delivery system. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).